Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up/down arrow and ok keypad buttons were reportedly unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on with the following findings: the up/down arrow and ok keypad buttons were found to be intermittently responsive. The keypad was removed and the contamination was found under the button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.